Manufacturer narrative:
(B)(4). The fsr tested the level sensor with the test reservoir and was unable to duplicate the issue. The level sensor operated to manufacturers specifications. The fsr downloaded the system logs and found no issues with the system. The logs showed that the alert sensor was not connected a few times during the case. The system operated to manufacturers specifications and was returned to clinical use. This complaint is related to medwatch #1828100-2016-00620, for similar issue and same user facility.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure the yellow ultrasonic level sensor/detector was falsely alarming. The device was not changed out, as they shut off the sensors and finished the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 1-sep-2016: on the initiation of cpb, a system-1 alert occurred but no information was posted on the central control monitor (ccm) or also not posted in the message area of the aux subtab. There was no pump response to the alert. The user had seen this behavior before and she assumed it was a level sensing issue. The user turned off level detection and the alert stopped. The user turned back on the level detector and again the alert occurred. The user turned off the alert and did not use the remainder of the procedure and no other similar alerts occurred. In this case, as no pump response was observed, a "level not attached" alert likely occurred but was cleared before posting in the aux tab. This alert is due to coupling issues of the level sensor to the reservoir. Coupling issues could be caused by damage to the level sensors themselves or could be use errors in attachment or use of rounded reservoirs. A "level not attached" alert shuts off level sensing function until the coupling issues are addressed. After the case, the fsr was able to confirm functionality of the level sensors. The case was completed successfully, without delay and without associated blood loss. The user elected to finish the case, without level sensing. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. The customer places the level sensor on a curved surface, close to labels, and very low on the oxygenator. The customer does not always allow the level sensor pads to adhere for five minutes prior to attaching the level sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.